Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with a monopolar curved scissors (mcs) instrument, where suddenly the instrument stopped working. After the operation, the protective sleeve on the scissors was removed and it was then seen that it had broken. The scissors are very bad and almost never last their lives, which we have noticed in the last year/years. It was never like that before. The customer reported event has no report of patient injury. Isi followed up with the initial reporter to obtain additional information; however, no further details are available regarding the reported event.